Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic episode after the sensor failed and stopped working. The patient was unable to monitor glucose levels and lost consciousness at home. The patient's brother immediately called paramedics. Upon arrival, paramedics administered orange juice orally. The patient regained consciousness shortly after. The patient refused transport to the hospital and opted to remain at home. Paramedics did not perform a glucose test to check the patient's blood glucose level during the intervention. The patient was feeling fine at the time of the report. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.